Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The device was not returned by the medical facility. No product was returned. As per clinical, patient pulses were not present in the left leg and pump was explanted to resolved ischemia. Patient had calcified vessel in left femoral. The cause of the limb ischemia issue was patient condition related with patient having calcified vessels and pump explant resolving ischemia based on clinical information. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ in the initial report the UDI was missing a digit in error, the correct UDI is as follow section d4: : the correct UDI is (B)(4).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 82-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient experienced left leg cool with doppler popliteal and absent pedal pulse. The impella support was for 4 hours and then weaned and explanted.